Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Concomitant medical products: unknown knee tibial tray component; pfc*sigma tc3 fem rt sz5 knee femur component; tc3 rp tibial insert s5,12.5 knee tibial insert component; unknown knee patella component; smartset gmv 40g us eo bone cement x 2; sigma fem adapter 5 degree knee femur component; sig fem adap +2/-2 knee femur component; pfc*sigma dis aug 8mm, sz5, right offset bolt knee femur component; pfc*sigma dis aug 4mm, sz5, right knee femur component; pfc sigma fem post aug sz5 8mm knee femur component; pfc sigma fem post aug sz5 8mm. (B)(4).

Event description:
Patient was revised to address loosening of the femoral component at the cement to implant interface. Depuy cement was used. Doi: (B)(6) 2017; dor: (B)(6) 2018; right knee.

Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.